Manufacturer narrative:
No date is entered because it was not necessary to return the device to perform an evaluation. Remote diagnostic tests performed. Event cause could not be isolated. The device is an installed centralized patient monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes and displays patient vital signs data from multiple bedside multifunctional patient monitoring devices through either wired or wireless connections. Evaluation by welch allyn tech support found that the customer's system was inoperable. We were unable to access the system log files at that time. Tech support recommended that the customer run a file system repair utility and reboot. The customer completed the recommended steps, successfully restoring operation. Three days after the initial call, the customer re-contacted welch allyn due to the appearance of a "check network" error message and non-working message panels on the system. Investigation found that a telemetry access point was not responding and that this was causing the "check network" message. Investigation found that it was not possible to communicate with the terminal server connected to the message panels. The customer was advised to reboot the terminal server to restore functionality. The customer did not re-contact welch allyn for further assistance and there have been no related follow-up requests or trouble reports for this system since the initial call. No further investigation was possible owing to the inability to retrieve cpu log files for engineering analysis. In addition, the temporary problem with the terminal server was apparently transient in nature and these components do not contain event logging capabilities. No conclusion can be drawn.

Event description:
The customer reported that the device was not functioning and called for assistance in restoring the product to operation. No patients were adversely affected.